Event description:
This spontaneous report (2024-cdw-01441, (B)(6) from the united kingdom of great britain and northern ireland was reported by a male consumer (age 20-22) who noticed a permanent spot after using the hero mighty patched unspecified. On an unspecified date, the consumer initiated hero mighty patches unspecified topically to help with acne. After using one of the patches, he noticed a permanent spot and stopped using it. He did not seek medical attention. No additional information was available. The action taken with hero mighty patches unspecified was not applicable. The outcome of the event was not recovered.

Manufacturer narrative:
Not avail.